Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use with bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the stopper comes out of tube and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: "green top vacutainer tube lids do not stay on tight. The lids come off easily once the vacuum in the tube has been relieved. This has led to a single instance where the tube was found to be leaking inside a transport bag received in the pneumatic tube station. Other times, the tube tops came off unexpectedly while lab staff manipulated the specimen. "

Manufacturer narrative:
H6 investigation summary: bd had not received samples or photos for investigation. Therefore, retention samples from bd inventory were evaluated by visual examination and functional testing and no issues were observed relating to decapping as all samples met specifications. The 100 retentions were visually inspected with the hemogard closure assembly correctly assembled and placed on the tubes. There were no cocked stoppers identified that would cause the hemogard closure assembly to not be applied correctly. 10 retention samples were draw tested with all weights being within specification limits of 2.43ml ¿ 3.30ml. No issues with the hemogard closure assembly being loose or separating during or after the draw testing was completed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode decapping. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. O h3 other text : see h.10.

Event description:
It was reported that during use with bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes the stopper comes out of tube and leakage occurred. There was no report of patient impact. The following information was provided by the initial reporter: "green top vacutainer tube lids do not stay on tight. The lids come off easily once the vacuum in the tube has been relieved. This has led to a single instance where the tube was found to be leaking inside a transport bag received in the pneumatic tube station. Other times, the tube tops came off unexpectedly while lab staff manipulated the specimen. "